Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their stimulator was replaced as it was not resolving symptoms. They stated they were implanted for bladder and bowel. They stated they stopped adjusting therapy because of unrelated family issues. They met with a rep who told them that there were '7 things' wrong with their system, the patient was unable to clarify what the issues were. Troubleshooting was not performed because the stimulator and leads were already removed and replaced.